Event description:
Customer reported battery issuesx on this collegue infusion device. Although attemps were made by baxter to obtain additional information form the reporting facility, details were not available regarding patient demographics, medication involved or the set up of the infusion device. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.